Manufacturer narrative:
A1-a5 there was no patient involvement g.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova manufactures the heater cooler 3t system, the event occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed error codes related to patient pump function (e05 and e07). Reportedly, the pump stopped working. The event occurred during routine maintenance. There was no patient involvement.